Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 04/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to an angioplasty procedure, it was found that expiry date in the label was allegedly wrong. It was further reported that the expiry date provided on the label was different from the expiry date provided on sap provided expiry date was different. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed. The DHR review determined the correct expiration date of the product was 2024-04-21. Investigation summary: the device was not returned for evaluation. One electronic photo of a portion the outer product labeling was provided by the user. The label can seen with an expiration date of 2024-04-21. The expiration date printed on the labeling matches the expiration date of the product identified in the DHR review. Additionally, the manufacturing scanned labeling confirmed the correct expiration date of 2024-04-21. The provided manufacturing certificate of conformance has the expiration date incorrectly entered as 2025-04-21. This is manually entered at the manufacturing facility. The incorrect date was entered on the lot certificate of conformance and in the sap/jde system. Therefore, the labeling review can confirm that all printed product labeling contained the correct expiration date and the complaint can be unconfirmed. No printed product issue was identified. The root cause of the incorrect date in the sap and jde system was linked to the incorrect date on the lot certificate of conformance. Labeling review: one electronic photo of a portion the outer product labeling was provided by the user. The label can seen with an expiration date of 2024-04-21. This expiration date printed on the labeling matches the expiration date of the product identified in the DHR review. Additionally, the manufacturing scanned labeling confirmed the correct expiration date of 2024-04-21. The manufacturing certificate of conformance has the expiration date incorrectly entered as 2025-04-21. This is manually entered at the manufacturing facility. Therefore, the labeling review can confirm that all printed product labeling contained the correct expiration date. The incorrect date was entered on the lot certificate of conformance and in the sap/jde system. No printed product issue was identified. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, it was found that expiry date in the label was allegedly wrong. It was further reported that the expiry date provided on the label was different from the expiry date provided on sap. There was no patient contact.